Event description:
The pt had two leads from the same lot number. It was reported the pt had a surgical procedure to implant an ipg. During the procedure, the pt's leads were inadvertently pulled from their original location. The leads were explanted and replaced with new leads. The pt had effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.